Event description:
It was reported that during an unknown procedure, the tissue pad fell off into the patient but, was retrieved through trocar. Procedure completed using another device. No patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. No device received for analysis at time of submission of 3500a. Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned with the tissue pad damaged, melted and 100% present and no detached as reported by the customer. Upon visual inspection no anomalies were found with the handle component issues as reported in the event description. The device was connected to a test handpiece and gen11 and it did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad. Due to the condition of the device we are unable to investigate further the tissue effect issues.